Event description:
It was reported that the insulin kept squirting out while priming and the insulin pump alarmed. The blood glucose reading was 145mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and alarm test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test and alarmed prime during basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window and cracked case at display window corner.